Manufacturer narrative:
Eval: device history review and process review. Results - the device history review for the reported lot number had no issues or discrepancies that could potentially relate to the complaint. No ncmr. The process and documentation review showed no direct issue related to this lot. Conclusions - due to no sample available, a direct root cause could not be established. However, based on the complaint description, a possible root cause could be attributed to an excess of fluid suctioned from the patient.

Event description:
The event is reported as: when the suction was activated, there occurred a kind of explosive suction power and the fluid immediately sucked into the regulator and wall connection. No patient injury or intervention reported.